Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the basket was closed and the tip was intact. The side car-rx was torn and presented pushback out of specification. The evaluation confirmed that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback and tear. Therefore, the most probable root cause of this complaint is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the side car-rx (guidewire port) was pushback and torn after the basket was inserted and remove from the bile duct several times. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".